Event description:
According to the reporter, when the device was being used to create an anastomosis and descending colon during an open low anterior resection, the anvil was flat when inserted into the proximal tissue. The anvil came in from the anus into the rectum and the spike extended. However the anvil had difficulty time connecting to the spike but made a connection one time and then the anvil was taken off to readjust. It was stated that an unusual effort was required to turn the twist knob in order to visualize the green bar. They tried several times to reattach the device to the spike and realized that the anvil was tilted back. The event resulted to an unanticipated tissue loss. The surgical time was also extended to 30 minutes or more to create a permanent colostomy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted green bar was not visible in the indicator window and the safety feature was engaged. The staple guide was observed to be attached to the instrument. A mark was observed over the staple guide and a staple was bent, not correctly positioned in the corner of the pocket in that area. The staple guide noted the presence of a full complement of staples remarkably covered by residue from the clinical application same as anvil. The anvil of the instrument was observed to be tilted and attached to the instrument. Anvil was engaged to retainer and correct interaction between parts was experienced when separated several times. Anvil cutting ring showed no traces of knife impression and the ring was received intact. Anvil was observed and no external abnormalities were identified in terms of assembly. All anvil components were present: cut ring, frangible ring, anvil and center rod including plunger, spring, latch and pin. Frangile four tabs were protruding as an indication of tilt action which is an expected position. One of the retainer legs of the anvil was observed to be bent. A representative anvil was attached to the complaint unit retainer and correct interaction between parts was experienced when separated several times. The wing nut and safety functioned properly upon rotating the twist knob. The green bar was visible within the indicator window when the twist knob was fully closed. The instrument with a representative anvil was applied to the appropriate test media (3 pads/6 layers) producing acceptable results for staples deployed and staple formation. Pusher-fingers and knife advance when the handle was squeezed, and the knife cut the media cleanly and completely. The device also produced all audible, tactile and visual indicators during the functional testing. It was reported that the anvil did not easily attach to the stapler, the anvil tilted prior to firing, and it was difficult or not possible to bring tissue together for closure using the device. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if device damage is consistent with an obstruction. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being used to create an anastomosis and descending colon during an open low anterior resection, the anvil was flat when inserted into the proximal tissue. The anvil came in from the anus into the rectum and the spike extended. However the anvil had difficulty time connecting to the spike but made a connection one time and then the anvil was taken off to readjust. It was stated that an unusual effort was required to turn the twist knob in order to visualize the green bar. They tried several times to reattach the device to the spike and realized that the anvil was tilted back. The event resulted to an unanticipated tissue loss. The surgical time was also extended to 30 minutes or more to create a colostomy.